Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that several bd micro-fine¿+ pro pen needles during priming. The following information was provided by the initial reporter, translated from (B)(6) to english: "a patient has reported that the drug solution doesn't come out frequently upon priming. There seems to be blockage of the needle lumen. It has been confirmed that the needle npe is not broken".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that several bd micro-fine¿+ pro pen needles during priming. The following information was provided by the initial reporter, translated from japanese to english: "a patient has reported that the drug solution doesn't come out frequently upon priming. There seems to be blockage of the needle lumen. It has been confirmed that the needle npe is not broken".